Event description:
The customer reported that the pump battery was depleting too quickly. There was no reported adverse impact to customer's blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.